Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were not having any improvement at all since the implant. The patient said it was only the first night and that was probably because they had a pain pill. Agent asked patient if they were having the same symptoms as they had before the implant and patient said yes, they were having symptoms because of the implant, and they need to speak to someone about the device and what is going on with the vibrations that were constantly vibrating. The patient stated it was a constant vibration that they can't even pay attention to their business because it was non stop and uncomfortable. The patient mentioned they have turned the stimulation down and switched programs and it is still not working. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported painful stimulation. Additional information was received from the patient. The patient reported that all of a sudden the stimulator started vibrating hard in the vaginal area when they lay down at night or when they lean over to pick up something or any time they are leaning over. The issue started a week ago. They think they turned off the stimulation when they were changing channels earlier. The patient was getting up five times a night before the implant. They were still getting up one time. The goal was to sleep through the night. The patient tried to change the channel earlier. The agent walked the caller through checking their settings and the therapy was off. The agent walked them through turning on the therapy and increasing stimulation to a comfortable level. The agent explained when they change programs the stimulator automatically turns off. The patient was directed to maintain the stimulation level and continue to track symptoms. They confirmed stimulation in bicycle seat area and comfortable. The caller said they think they irritated it down there. The patient mentioned that they went to the doctor this morning. The patient said from the "get-go" when they leaned over the stimulator bothered them, but then when they lay in bed it was fine for a month and then it just started bothering them.